Event description:
Complaint received that alleges "unit caught on fire. The bottom of the unit had flames and smoke coming out. Fire department was not called. The customer blew the flames out and wheeled the unit outside" product not received for eval or review at this time. No add'l info received from patient, and/or clinician regarding add'l details of incident. Complaint did not indicate event caused or contributed to permanent impairment, injury or death.